Event description:
It was reported that the device powered down briefly, and then powered back on almost immediately (less than 30 seconds) during pt use. The device then charged up and successfully delivered therapy to the pt. There was no adverse affect due to the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported failure was not verified, nor duplicated. There were no error codes in the device's memory. The physio-control field service rep replaced the system and memory pcb assembles as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies and observed that both functioned properly on a mock-up device. The root cause of the reported failure was not determined.